Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead placement difficulty was encountered. Low sensing was noted. When attempting to reposition the lead counter rotation of the helix could not be achieved although numerous attempts were made. No torque was noted. High thresholds were also noted, however the decision was taken to implant the lead programming was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.